Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/6/2025 h6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: - did the needle piece fall into the patient? If so, was the needle piece retrieved during the same procedure? What efforts were made to retrieve it?" - were there any patient consequences? - what is the procedure name? - please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) - please perform and document the follow-up attempt for product return. Please document the shipment tracking number in the notes or rmao sections. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. It was reported that the needle broke. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3 h3 investigation summary: a failed suture needle, labeled as (B)(4), was submitted to (B)(6) for fractographic evaluation on july 11, 2025. The component was identified as product code w9236t. It was requested that (B)(6) assess the fracture mode of the failure. According to the information, it was reported breakage needle. The product received for analysis was w9236t visual inspection and metallurgical analysis were performed on the returned product. A fracture was observed at the suture attachment. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation of (B)(4) revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation. Leading to ductile overload. This was a ductile fracture. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.